Event description:
A malfunction alarm was reported which resulted in a blood glucose level of "high." The pump was reset which resolved the malfunction alarm and allowed the customer to perform a correction bolus which successfully resolved the blood glucose level.